Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s insertable cardiac monitor (icm) had false pause episodes due to an under-sensing. Programming changes were made. The clinic will continue to monitor the patient. The patient was in stable condition.